Event description:
It was reported that during a procedure of the femoral artery, below the bifurcation, the access was done with a crossover technique, crossing a previously stented iliac artery. The aortic bifurcation was highly angled. During crossing the bifurcation, force was required. The lesion was crossed and the stent was deployed. During deployment, only 20mm of the distal part was deployed at the lesion. The remaining proximal part remained in the catheter sheath. The distal 20mm part is separated from the proximal part. The delivery catheter and the undeployed stent portion was retrieved and removed from the anatomy. The 20mm stent portion deployed is well apposed on the lesion. After catheter removal, a second 6.0 x 150 mm absolute pro sds was advanced and was deployed without issue to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties retracting the thumbwheel were unable to be confirmed. The stent separation and difficulty deploying the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the absolute pro long length (ll) self expanding stent system instructions for use (IFU) states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.